Event description:
Co received a medwatch report from the customer that states "pt admitted with cough and shortness of breath. Pmhx (past medical history) included hypertension, asthma and chf (congestive heart failure). Pt started on appropriate meds. Two days later, increasing respiratory distress noted. Pt started on bipap (biphasic positive airway pressure). Pt found pulseless and bradycardic the following morning. During resuscitation, the canister on the suction machine on code cart was noted to be defective. Intubation was delayed. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)."